Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device, spiral blade inserter for retrograde femoral nails-ex was received. Upon visual inspection, it was noticed that one of the prongs got broken and found that the inserter top, which is removable is missing. Thus, the complaint was confirmed. The remaining portions of the device shows normal wear due to consistent usage which would not contribute to the complaint condition. Dimensional inspection cannot performed due to post manufacturing damage. No design issues or discrepancies were performed during this investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection, document review and dimensional inspection of the received device was performed. It is found that one of the prongs got broken and found that the removable inserter top is missing. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces and it is possible that the component got misplaced during sterilization. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.084. Lot: 9100802. Manufacturing site: hägendorf. Release to warehouse date: 28.nov.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during knee surgery, the tip of the impactor broke. The surgeon missed the impactor while using a mallet. There were no fragments generated. There was no adverse events occurred and no delay to case. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown mallet (part # unknown, lot # unknown, quantity # 1). This report is for one (1) spiral blade inserter for retrograde femoral nails-ex this is report 1 of 1 for (B)(4).